Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -7.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same model, length and diopter lens due to lens stuck in cartridge or injection system. No patient injury was reported. Cause of event was reported as unknown, device fail to perform as intended.